Event description:
It was reported that the hl20 would display a ep oa error message on the screen at power up. The error indicates an led failure on the display. Reference: (B)(4).

Manufacturer narrative:
(B)(4). A maquet service technician observed the error on the display board and replaced the defective display board. The system was tested to factory specifications and passed. The unit was returned to service.